Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The imc logs confirmed the reported failure mode given there were two controller error alarms triggered during the clinical procedure. This report is being filed as part of a retrospective review of historical records.

Event description:
Us complainant reported that the patient was placed onto impella 5.5 support due to cardiomyopathy. While on support, the automated impella controller (aic) experienced a controller error yellow alarm that self-resolved. It was further reported that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.